Event description:
On (B)(6) 2013, the reporter contacted animas alleging a keypad (tactile changes/unresponsive) issue. The reporter stated that the up arrow and down arrow keypad buttons were sticking, causing unintended scrolling. There was no adverse event related to this complaint. This complaint is being reported because the alleged issue was not resolved with troubleshooting.

Manufacturer narrative:
Follow-up # 1 date of submission 10/18/2013 - device evaluation:the pump has been returned and evaluated by product analysis 10/07/2013 with the following findings: the keypad was found to be fully intact; there was no peeling or damage observed. During testing, the ok and contrast keypad buttons were found to be intermittently unresponsive; the up arrow and down arrow keypad buttons responded appropriately. No buttons were found to be sticking. There was evidence of contamination found under all key contacts. Unrelated to the complaint, evaluation revealed that the display screen was dim and discolored. A test screen was inserted and was found to function properly.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.